Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 20. The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
Event 20. As reported by the user facility: brief inquiry description - easypump leaking at tubing approx 20 have leaked in the past month. Detailed inquiry description - stokes pharmacy manager andrew phillips reported leaking when they were filling easypumps with 5fu for md anderson/cooper. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Event 20: a device history record (DHR) review database was performed for the reported lot number and no abnormalities or non-conformances were noted during the in process or final product inspection. No sample was provided for evaluation. Based on the data from the investigation we are unable to determine the root cause of the reported incident. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.